Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on 04/12/2017 stated that this lead exhibited noise and believed to be electromagnetic interference related. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).